Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (discharge profile/pulse voltage faults) was confirmed. The cause for the faults was isolated to a defective u901 component on the c/a board. The root cause for the defective u901 component could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned a monitor and reported that it failed incoming functionality testing.